Manufacturer narrative:
This report is submitted on february 17, 2023

Event description:
Per the clinic, the patient experienced a tip fold-over which was confirmed by imaging. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.